Event description:
It was reported that during an unk procedure, the clip closes only once in every two attempts. Dr. Has requested a vigilance report due to the risk of bleeding and potential tissue damage, as the clip is intended to replace a suture. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch#: unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. D4: batch # z70498. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and with no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the packaging opened was returned along with the instrument and two (2) unformed clips were returned inside a plastic bag. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining fourteen (14) clips as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch z70498 number, and no non-conformances were identified. Additional information was requested and the following was obtained: not further information available.